Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address tibial loosening and lateral tibial collapse. The cement/implant interface was weak. Depuy cement was used in the primary surgery.